Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, seven heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the seventh seal that cracked and a side biter clamp was used to complete the procedure.